Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no magnet response from the implantable pulse generator (ipg). Trouble shooting was performed without success. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.